Event description:
It was reported that the insulin pump alarmed no delivery. It was also reported that the insulin pump has a bent cannula. Customer stated that there was a hospitalization for their high blood glucose. Customer's blood glucose reading at time of hospitalization was 300 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).